Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device powered off unexpectedly when attempting to deliver defibrillation shock to a patient. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The electronic patient records were downloaded and reviewed, there were no instances of an unexpected shutdown. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device powered off unexpectedly when attempting to deliver defibrillation shock to a patient. There were no reports of adverse effects to the patient as a result of the reported issue.